Event description:
The user facility reported a 83-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. While the patient was receiving support from the pump, there were difficulties deploying the second preclose and the impella was removed with fluoroscopy guidance. The initial images did not show any abnormalities in the femoral artery; however, once there was bleeding manual pressure was required. Iliac artery imaging was repeated and dissection was noted. To resolve the access complication, a balloon and a 8f angioseal was deployed while being held with manual pressure. Once 1 perclose was deployed and a dissection was noted on imaging, hemostasis was achieved shortly after. Eventually, the impella device was explanted.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.